Event description:
The customer reported that when setting a vancomycin infusion leaking was noted. The tubing was replaced and the medication infused without incident. The site of leak was not known. No patient harm reported. Though requested, no additional information was available.

Manufacturer narrative:
Manufacturer's report date: 3/04/2009.